Event description:
During a rectum procedure, the staples of the ax55g were not formed. The surgeon changed to hand sewing and used a cdh33 to finish the o.r. But four days later, a fistula was found. The fistula was not serious enough so there was no reoperation needed. Extended or time by one hour.